Event description:
It was reported that the customer was experiencing low blood glucose levels. During the call, the customer lost consciousness and her blood glucose was 19 mg/dl. The customer's jaw was locked, and the husband was unable to give her any sugar. The husband gave her a glucagon injection. The paramedics were called, and the customer was taken to the hosp. The customer's blood glucose reading was 116 mg/dl when she was admitted. Found that the customer was getting different blood glucose readings from two different blood glucose meters prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2011-02506.